Manufacturer narrative:
Reported to the FDA on (B)(6), 2011.

Event description:
Reported by the complainant as follows: electrodes ((B)(4)) poor conductivity problem, in some hospitals, the problem has been solved by replacing the (B)(4) for the 1015. After three written and two verbal requests for more info were unsuccessful, to err on the side of caution, this case is deemed to be a malfunction. Based on current info, recurrence of this malfunction would likely result in permanent impairment or death or medical intervention would be required to prevent either outcome.